Event description:
An ophthalmologist reported that a pt (age and gender unspecified) experienced posterior synechiae of iris and intraocular lens dislocation whilst on hyaluronate sodium (healon 0.6) administration for cataract surgery on unknown date. The pt underwent continuous curvilinear capsulorhexis (cco), phacoemulsification and aspiration (pea) with healon 0.6, and lens implantation with healon 0.86 ml. However the volume was insufficient and healon 0.6 was added. The operative procedure was behind the length [lends] method and the operation was concluded with a wound stitched. A month later, the ophthalmologist confirmed a residue of healon 0.6 in the pt's eye and mild synechiae of iris. No intraocular pressure increase was observed. The residue was removed with tying a needle to indocyanine green angiograpy (I/a). The pt recovered from the events. The reporting ophthalmologist assessed the event as non-serious/mild and the causal relationship between healon 0.6v and the events as probable. The co upgraded the case to serious/intervention required. The pt had a medical history of lacrimal duct obstruction. In 2003, the pt underwent a cataract surgery, due to visual acuity reduced and phacoemulsification and aspiration (pea) and intraocular lens implant (iol) was performed in the right eye. During the surgery hyaluronate sodium (healon v) and healon 0.85 ml was administered and iol was inserted in the capsule; after that sticky substance of 10.0 ml was aspirated and removed with needle. No complications were observed during the surgery. The day after the iol was completely inserted in the capsule and continuous curvilinear capsulorhexis (ccc) was also kept. Howver, iol was extremely deviated forward in the capsule and myopia increased at -3.5 degree. Anterior chamber became shallow particularly in periphery because iris was pushed with the capsule and intraocular pressure was shifted around 20mmhg. During hospitalization, the pt did not develop posterior synechiae of iris and intraocular pressure increased and the pt's clinical course was followed. On an unknown date the pt was discharged from hosp and in 2003 pt submitted to a check-up, as an outpatient, and upper posterior synechiae of iris was diagnosed. Although intraocular pressure was steady at 14 mmhg, refractive error was showed at 3.25 degrees-2.0 degrees a180 degrees. The ophthalmologist described the clinical course, to the pt and planned to hospitalize for cataract surgery in the left eye and removal of the sticky substance in the right eye three and half weeks later. Two days later puncture of anterior chamber was conducted at three sites and sticky substances were injected. Then the adhesions of ccc to iol and upper posterior synechiae of iris were detached, when sticky substance flowed from the back of intraocular lens in the capsule, perfuse at flow of 25cc/mm with a needle attached to indcyanine green angiography (I/a) chip. The following day the pt recovered from the event. "The reporting ophthalmologist assessed the event serious/hospitalization and the causal relationship between the event and healon v as probable. Gpv physician considered the event serious due to an intervention was required to treat the event. The event: "intraocular lens dislocation" was deleted.